Event description:
As reported, the patient had an initial left tka on (B)(6) 2021. The patient complained of sever pain, a possible loose femur, and was revised to a competitor's product. The patient was last known to be in stable condition following the event. No other patient information/medical history reported.

Manufacturer narrative:
Pending investigation. Concomitant medical products: 6739119, 02-020-12-0235 - truliant ps por fem ps por left sz 3.5; 6030524, 02-022-55-3525 - truliant por tib tray size 3.5f/25t; ;6982635, 200-07-32 - advanced patella 32mm 3 peg implant.

Manufacturer narrative:
H3: the revision reported was likely the result of an insufficient bond between the femoral component and the bone, which led to aseptic (non-infected) femoral loosening, osteolysis, and pain. However this cannot be confirmed as the devices were not returned for evaluation and pre-revision radiographs were unable to be obtained. H7: z-0023-2022.